Manufacturer narrative:
Reprogramming did not resolve the issue. Surgery has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that the lead had fractured, and system diagnostics recorded high impedances on contacts 3 and 4. Surgical intervention may take place to address the issue.